Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis (pd) patient called into technical support regarding their cycler skipping cycles and a patient line is blocked alarm. The patient reported that they had two hernias around their catheter and having surgery this month. The technical support representative advised the patient on how to bypass on the cycler so that the issue does not occur again. Additionally, the technical support representative advised the patient to follow up with their peritoneal dialysis nurse (pdrn) on how to complete treatment due to their hernias. Upon follow up, the pdrn stated that the patient developed the hernia around the abdominal area near the catheter region. Per the pdrn, the hernia appeared after the start of their peritoneal dialysis therapy. The patient started peritoneal dialysis therapy on (B)(6) 2018. The pdrn was unsure if the hernia was a result of dialysis therapy and was scheduled to be repaired in an outpatient procedure on (B)(6) 2019. Per the pdrn, the patient is continuing to complete their dialysis therapy using continuous ambulatory peritoneal dialysis (capd).

Manufacturer narrative:
Additional information: clinical investigation in h10 clinical investigation: a temporal relationship exists between continuous cyclic peritoneal dialysis (ccpd) therapy utilizing the liberty select cycler, and the patient¿s adverse event of unspecified hernias. Hernias are a well-known potential complication of peritoneal dialysis (pd) therapy due to increased intra-abdominal pressure. During peritoneal dialysis, the pressure caused can create or exacerbate weaknesses in the supporting abdominal wall structures, and the surgical introduction of the pd catheter also increases the risk of hernia formation. Therefore, a possible causal or contributory association between ccpd therapy with the liberty select cycler and the hernia cannot be excluded. It should be noted the liberty cycler was not returned to manufacturer for product evaluation.